Event description:
It was reported that during a da vinci esophageal cancer procedure, the thoracic grasper instrument tube coating began to peel off in different areas on the instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The thoracic grasper instrument has not been returned for evaluation. However, based on the images provided by the customer, a preliminary analysis was performed and found that the main tube insulation exhibited damage along the distal end. The insulation was observed with several gouge marks within the area. The marks were short in length and not axially aligned with the tube. The main tube also exhibited several damaged sections with insulation lifted up and material removed and missing. Bio-debris was also observed. It was concluded that this damage may have been due to excessive rubbing or friction. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the tube coating peeling off, if to reoccur could cause or contribute to an adverse event.